Event description:
As the information about this event was found in the FDA maude database, and no contact information, product lot information, or information about product return was included in the report, a root cause could not be determined. "Gastric feeding tube closure cap broke off tube. Another cap was placed over gastric tube and taped in place to close device - replacement cap came off and gastric contents leaked on to skin. Partial thickness burn-like injury to bilateral arms and abdomen." No additional information was provided in regards to the patient's status.

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(6).